Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.1 had rails that were difficult to pull open due to improper alignment and possible obstruction. A field service engineer (fse) removed the drawer, adjusted the slide rails within the station, and checked the rails and bumper slides to ensure nothing was preventing smooth movement. The fse replaced both left and right slide rails for drawer 2.1; however, the drawer continued to open with difficulty, indicating the requirement for replacement. The fse removed and replaced the entire half height drawer assembly. The fse connected the new drawer to the communication cable, transferred the trays, updated the configuration, and confirmed that the drawers were opening smoothly. The customer was able to open both drawers smoothly without failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es matrix drawer failed to open due to obstruction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.